Event description:
Additional information was received reporting the cause of the failure to detach was not determined. It was indicated that the same coils were used back and forth so there was no problem prior to coil non-detachment. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was detachment failure. The physician attempted to detach the coil with the instant detached 5 or more times. The physician did not try to detach with another instant detached. There were 2 manual attempts at detachment via hypotube. It was unknown if there was any issue with the instant detached. The device was prepared as indicated in the package insert. It was collected due to the coil dislodgement failure. There were no symptoms reported.